Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Patient was revised to address malpositioning and oversizing of the tibial tray.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Review of attune medical records by clinician, for MDR reportability, determined that attune left total knee was implanted on (B)(6) 2016. On (B)(6)2016, patient was admitted to the ER with diagnosed cellulitis of left knee wound. Patient was treated with changes to post-op antibiotics. It was suggested that cellulitis might have been an allergic response to the initial post-op antibiotics. No further information was provided with regard to this incident. There was no report of a surgical intervention or revision surgery associated with the cellulitis event. On (B)(6) 2016, patient was revised to address pain, with diagnosis of a failed left total knee replacement. Revising surgeon reported that the tibia base plate component was loose, but provided no additional information with regard to interface of loosening event. Surgeon also reported that the femur component "rocked" upon manipulation, and was likewise revised. No additional information was provided with regard to the loosening interface. Patella was retained. Depuy cement was used in primary.